Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a battery out limit. The customer stated that he removed the insulin pump to take a shower, then received the alarms. Customer also stated that the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.